Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to entering safety mode. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Attempts to interrogate the device confirmed no telemetry was available. The device case was opened to facilitate inspection and testing of the internal components. The battery voltage measured too low to support therapy and telemetry operations. The battery was isolated from the device hybrid circuitry, and it was forwarded for detailed testing. Despite this testing, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to entering safety mode. No additional adverse patient effects were reported. This pacemaker was returned for analysis.